Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Event description:
An impella cp was inserted via right femoral artery post percutaneous coronary intervention in a 55-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient was in the ICU on support with the cp. On day 2 of support, the patient had suspected hemolysis and plasma free hemoglobin levels drawn with unknown results. On day 3 of support there were suction alarms despite repositioning attempts. The patient was bridged to impella 5.5, which resolved the hemolysis. The pump repositioning will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the reposition attempts, however the reposition was performed with no consequence to the patient and support. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected: d1, d4 (serial). Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump suction: the root cause of the pump suction was most likely biomaterial ingestion based on data log analysis and provided clinical details. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to inconclusive evidence from data log analysis, insufficient clinical details, and unreturned product for further investigation.